Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad trace. No button error alarm noted during testing. Analysis was unable to perform basic occlusion, prime, excessive no delivery test due to no down button response. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.